Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H11 - manufacturer narrative: significant glare and/or halos, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting and glare/haloes. The lens was explanted and replaced with a shorter length lens. This resolved the problem. The cause of the event was reported as unknown.